Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the received suture samples. Visual inspection of the needle barrel for the suture sample noted crimp marks on the needle swage and in the tip of the suture that attaches to the needle. No suture transfer material was found inside the swage. A review of the device history record for the suture sample indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be due to poor suture insertion into the needle during the attaching process. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cesarean section, when the aluminum package was opened, the needle and thread were found to be disengaged and were unable to be used in clinics. The procedure was completed with another device. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.